Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2014-00064. The patient¿s skin condition was successfully treated with biafine cream prescribed by the attending physician. Onsite testing of the involved device by a spacelabs field service engineer confirmed that the equipment performed to specifications. The involved cuff was sent to spacelabs for further investigation. Additional investigation of the cuff was performed by (B)(6) regulatory agency for medical product safety) per their standard. The patient did not wear the recommended jersey cuff protector. This cuff protector acts as an insulator and prevents any residual cleaning agent that may be on the cuff from irritating sensitive skin. The (B)(6) report concluded that residual cleaning agent on the cuff was the source of the reported injury. The customer uses hexanios for cleaning these cuffs. The hexanios safety data sheet lists skin irritation as a possible hazard. Spacelabs¿ user manual does not list hexanios as a spacelabs recommended cleaning agent. There was no spacelabs product malfunction. The customer now routinely uses the cuff protector to prevent skin irritation which has resolved the issue. This report is final and the issue is closed.

Event description:
Spacelabs received a report on september 12, 2014 from a customer in (B)(6) that a patient wearing a spacelabs adult ambulatory blood pressure cuff model 015-0068-04q developed a red and brown skin rash with burn markings after product use. This was discovered by the customer on (B)(6) 2014 when the patient arrived at the facility for removal of the cuff which was applied on (B)(6) 2014.